Event description:
An error has been detected in the afinion 2 software used in combination with the alere afinion acr test. Afinion 2 is cleared in the USA but has not yet been placed on the market and the problem described has only occured in markets outside u.s. The software defect results in deactivation of the temperature correction of the instrument. This temperature correction for the albumine measurements is required for the alere afinion acr test. The potential hazard is erroneous results for albumin and acr. The lack of temperature correction might give false low results at analyzer temperatures below 27 deg c and false high results above 27 deg c. The deviation from correct result is dependant on the actual analyzer temperature and thereby the room temperature where the analyzer is plazed. The table below shows the estimated impact on test results due to lack of temperature correction. Afinion 2 analyzer: temperature: 19, 20, 21, 22, 23, 24, 25, 26, 27, 28, 29, 30, 31, 32, 33, 34, 35, 36, 37. Deviation of albumin and acr result due to sw error: -18 %, -16 %, -14 %, -12 %, -9 %, -7 %, -5 %, -2 %, 0 %, 2 %, 5 %, 7 %, 9 %, 12 %, 14 %, 16 %, 18 %, 21 %, 23 %.